Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was less responsive. Customer's blood glucose value was unknown at the time of the incident. Customer also stated that insulin pump received no delivery alarms and reset alarm. Customer stated insulin p[ump received the low battery alert before a week and screen and battery cap was cracked. The device will not return for analysis.